Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements after gradually increasing over the past year. A boston scientific technical services (ts) recommended lead testing be performed. No further information was provided. This lead was later explanted for an unspecified reason. No additional adverse patient effects were reported.